Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000115137. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not receiving effective therapy due to high impedance. Additionally, the ipg had reached end of life. It is unknown if this occurred prematurely. In turn, surgical intervention was undertaken wherein the ipg and lead were explanted and replaced. Effective therapy restored. Note : it is unknown which lead is related to this issue.